Manufacturer narrative:
Follow-up #1: date of submission 08/11/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/19/2016 with the following findings: the alarm history showed one occlusion alarm on (B)(6) 2016 at 12:15. The pump was returned with the occlusion sensitivity level set to ¿low.¿ a force sensor calibration test confirmed that the sensor was detecting the correct force. An occlusion alarm was reproduced for the investigation; the pump gave the appropriate sound and displayed the alarm message on the screen. The occlusion alarm feature was found to be functioning properly during testing. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within the required range. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient was hospitalized on (B)(6) 2016. The reporter did not provide any blood glucose levels or symptoms. The reporter did not provide any details about treatment that the patient received while at the hospital. The reporter alleged that the pump did not provide an alarm for an occlusion issue, and that was the cause of the hospitalization event. The reporter stated that the occlusion sensitivity of the pump was set to low. The reporter was unwilling to troubleshoot the issue at the time of the call. The reporter stated that the patient's healthcare provider informed them that the patient needed to be on two different types of insulin and pump therapy was not as effective for them. This complaint is being reported based on the allegation that the pump not alarming for an occlusion issue caused a hospitalization.